Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump intermittently loses power when placed into suspend mode. This complaint is being reported because the reported issue was not resolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: there were no pump reboots observed in the black box. There was no damage found to the battery compartment or returned battery cap; the cap¿s contact measurements were within specifications. The returned battery cap was able to fully tighten to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power interruptions duplicated. The pump was manually suspended and manually resumed with no power loss observed. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.